Event description:
It was reported that the customer received an inaccurate fill estimate. Tandem technical support had customer go through the load process with the same cartridge, but a message requesting a minimum of 50 units was displayed. The issue was resolved when customer installed a new cartridge. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.